Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s daughter reported via phone call that the customer experienced high blood glucose levels. The customer¿s blood glucose level was 557 mg/dl. The customer reported that they experienced nausea and difficulty in breathing as a symptom related to high blood glucose level. The customer reported that they treated high blood glucose level with the insulin pump. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. The customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.